Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The unit alarmed lost sensor connecting to glucose sensor simulator due to a faulty x-1 on the mother board. The unit had broken battery tube threads and a minor scratched lcd window.

Event description:
The customer called to report a crack on the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.